Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons have been hard to press on the insulin pump ever since they received the device. Customer stated that her doctors have been unable to download because the buttons are hard to push. Customer had a radio frequency test failed alarm in the alarm history. Customer stated that she received the alarm during normal use. Customer performed the self test but the pump failed the test. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during pump self test due to faulty electrical component on the radio frequency board, also moisture damage on all electronic assemblies noted and corrosion on motor assembly noted. The insulin pump was received with intermittent button response on all buttons due to flattened dome switches; the connector on lcd board was not unlocked during visual inspection. The insulin pump passed displacement test. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip and scratches on the reservoir tube window.